Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implantable pulse generator (ipg) replacement the patient experienced bradycardia and syncope. It was also reported that the implantable pulse generator (ipg) is pacing below the programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.